Event description:
On 7/25/94 pt had placement of 3 interfragmental screws and a 12-hole tibial plate. On 1/4/95 pt completely healed, hardware removed. Screw heads of the 3 interfragmental screws had separated. Screw shafts had to be removed with hollow mill set, bone then grated. Sent screws for exam to a metallurgical services.